Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump alarmed button error and it wouldn't clear. Customer's blood glucose was 70 mg/dl. Customer stated she was at practice and the device might have gotten damp and it was old. Customer was advised to discontinue use of the device, revert to back up plan, and it need to be replaced. Customer is not returning the device for further analysis.